Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider (hcp) read low, out of range impedances, less than 35 ohms, on electrode combinations 9 and 10, 9 and 11, and 10 and 11. Other combinations offered some, but not ideal benefit for the patient. The patient also had tingling at the implantable neurostimulator (ins) pocket at lower settings and shocking at higher settings. These issues were discovered on the day of the report during initial programming on the right side. X-rays were taken, but no issues were found. The patient outcome was not reported, so additional information was requested. A supplemental report will be sent if additional information is received.

Manufacturer narrative:
Product ID 3387s-40, lot# va0jq82, implanted: 2014 (B)(6); product type lead product ID 37642, serial# (B)(4), product type programmer, patient product ID 3387s-40, lot# va0hsek, implanted: 2014 (B)(6); product type lead product ID 3708660, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID 3708660, serial# (B)(4), implanted: 2014 (B)(6); product type extension. (B)(4).

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.